Event description:
It was reported that when the patient presented to clinic after receiving a vibratory patient notification for non-sustained rv oversensing. Loss of ventricular capture was observed. Decreased pacing lead impedance was also noted. Patient was asymptomatic. Dislodgement was suspected. The lead was repositioned. Patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.